Event description:
During the pre-operation procedures, the surgeon observed that the device would not turn on in the forward position. The device would only work in the reverse position. This made the device non usable to the surgeon. Surgeon used a different d-clot device to complete the operation. No issues reported with second device.

Manufacturer narrative:
Pt that the device was to be used on, was (B)(6). Device was disposed and destroyed.